Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified distal left anterior descending artery that was 99% stenosed. Pre-dilatation was performed with a 2.0 x 10 mm unspecified balloon catheter. A 2.5 x 38 mm xience alpine stent was deployed at 16 atmospheres when a proximal edge dissection occurred which was treated with another xience stent. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported not returning. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.